Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements, measuring at 1800 ohms and high threshold values at 3.5v. This impedance values were within the normal range. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements, measuring at 1800 ohms and high threshold values at 3.5v. This impedance values were within the normal range. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.